Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a catheter was inserted in a (B)(6) patient on (B)(6) 2019, who was in the surgery room for a right upper lobectomy. There was a unique puncture, no cerebrospinal fluid, no blood, no paraesthesia, the space found was at 7 cm from the skin, the catheter was attached at 11 from the skin. On (B)(6) 2019 the catheter was removed, it was a difficult removal; the patient was asked to bend his back. During removal the catheter broke into the patient. The broken part that was out of the skin was removed but we were not sure we had removed everything. A scan on the (B)(6) 2019, and thus we performed a local anesthesia on (B)(6) 2019 to surgically remove the length of 2 cm piece of the catheter that was still under the skin, it was shaped as a knot.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove and the catheter broke. The customer returned one opened kit that contained two epidural catheter pieces. The returned catheter pieces were visually examined with and without magnification. Visual examination of the returned catheter pieces revealed on the likely most proximal piece, the extrusion and coil wire are slightly stretched at the likely most distal end. The likely most distal piece was received in a knot and the extrusion and coil wire are damaged. Both the proximal and distal ends of the returned catheter pieces appear to be intact. No other defects or anomalies were observed. The customer also returned several photos that shows a separated catheter. A dimensional inspection was performed on the catheter using a ruler (10172897). The proximal end catheter extrusion piece measures approximately 91.8cm. The distal end catheter piece measures approximately 2cm. Both catheter pieces combine to measure approximately 93.9cm. None of the catheter appears to be missing. The extrusion for the likely most proximal piece is slightly stretched. This is why the catheter is just outside of the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 09. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 2, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of epidural catheter being difficult to remove, and breaking was confirmed based upon the sample received. The customer returned two catheter pieces that was separated at the extrusion. None of the catheter was missing. At the point of separation, the extrusion and coil wire were slightly stretched. Also, the likely proximal piece was received in a knot. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that a catheter was inserted in a 79 years patient on (B)(6) 2019, who was in the surgery room for a right upper lobectomy. There was a unique puncture, no cerebrospinal fluid, no blood, no paranesthesia, the space found was at 7 cm from the skin, the catheter was attached at 11 from the skin. On (B)(6) 2019 the catheter was removed, it was a difficult removal; the patient was asked to bend his back. During removal the catheter broke into the patient. The broken part that was out of the skin was removed but we were not sure we had removed everything. A scan on the (B)(6) 2019, and thus we performed a local anesthesia on (B)(6) 2019 to surgically remove the length of 2 cm piece of the catheter that was still under the skin, it was shaped as a knot.